Event description:
It was reported that when the patient was infused with salt water for medical care, the puncture site was found leakage, therefore the catheter was pulled out. Later, the catheter body inside the patient was found leakage. The indwelling time for the patient was the end of april, there has been only 2 months for the indwelling of the catheter.

Manufacturer narrative:
A lot history review (lhr) of rexc1884 showed no other similar product complaint(s) from this lot number. The complaint of a leak (partial break) in the catheter is confirmed. The implicated product is one assembled 4 fr groshong nxt clearvue catheter. The assembly measures 23.5 inches in length and it contains the assembled two piece connector. Gross and microscopic examinations of the complaint sample revealed a partial break in the catheter tubing. The location of the partial break is located between the 40 and 41 cm depth markers. The partial break site is nearly perpendicular to the axis of the tubing. The tubing surrounding the partial break site is slightly compressed and has rounded edges. It appears that the catheter was subject to fatigue failure, which is the gradual fracture of a component that is under cyclic loads. When a catheter is kinked or bent, the tubing on the inside of a kink would be under compressive loads causing friction and material wear. Flexural fatigue appears to have attributed to the partial break site in the catheter tubing.